Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 407 mg/dl, which she planned to treat with manual insulin injections once she called her health care professional. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check her settings since her health care professional recently increased her basal rates from .750 to .775. The bolus history was reviewed and all entries were accounted for. The customer was advised to change her entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer in order to perform the high pressure test; the customer was also sent two reservoirs and two infusion sets.